Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2008, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On (B)(6) 2019, computed tomographic images were read that showed an apparent type iii disconnect endoleak between the trunk-ipsilateral leg component and the contralateral leg component. On (B)(6) 2019, a reintervention occurred whereby another contralateral leg component (plc161000) was implanted to repair the type iii disconnect endoleak. Final angiography confirmed the endoleak was resolved. The patient was discharged to home on (B)(6) 2019.